Event description:
On (B)(6) 2012 - reported that the end user claimed the product caused a blister. On (B)(6) 2012, received report directly from the end-user claiming that she got an infection and chemical burn from wearing the bandage. End-user reported she went to the emergency room and was prescribed sulfamehoxazole-tmp ds tablets to treat the wound. The end-user returned one bandage, that appeared to have been opened.

Manufacturer narrative:
On (B)(6) 2012, it was reported to manufacturer that end-user got a blister upon wearing the bandage. Manufacturer made a decision, based on information received, that an MDR was not required. On (B)(4) 2012, after two attempts, the end-user provided the additional information about the chemical burn and infection. Upon review of the additional information, manufacturer reassessed the complaint and made the decision to file the MDR. There was one adhesive bandage returned from the end-user, but the wrapper appears to have been opened, so it was not tested.